Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date in 2003 and a right partial knee arthroplasty on (B)(6) 2007. Subsequently, patient experienced limited range of motion in left knee. Patient reported having a stroke in july of 2010. Following the stroke, patient has experienced ongoing left-side weakness, decreased sensation, poor gait, numbness in their feet and left hand from an unknown disorder and falling twice in the two years previous to (B)(6) 2013. No further information has been provided.